Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was returned with the anvil knife slot damaged, and with a cecr45g reload loaded on the device. The reload was received partially fired 3/4 and broken. In addition, the device was received with closure trigger and anvil in closed position. After further evaluation, the anvil could not be opened, during further inspection, knife was found to be buckled, causing the knife cannot be returned to its home position, prevent the device from opening. No functional test was performed due the condition. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Regarding the damaged to anvil and knife slot , it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2025. D4: batch #unk. Additional information was requested, and the following was obtained: - was the device locked on tissue with the jaws closed? Yes. - if yes, how was the device removed? The tissue was cut off and the device was removed directly. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Knife reverse switch. - did the jaws eventually open? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e24120002, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the knife did not return automatically when it reached the distal end after firing. It was further reported that the knife reverse button did not work; and therefore, the jaw could not be opened. They had to cut the tissue off to remove the device. There was no patient consequence nor surgical delay reported. No additional information provided.